Manufacturer narrative:
A review of the device history records for the finished good lots including sterility records, did not identify any quality issues during the manufacturing, in-process or final inspection processes. There were no retained or sterile samples available for review. Without reviewing and testing the complaint device, receiving details or photographs of the incision/post-operative condition or receiving pertinent details regarding storage and handling of the device as well as exposure time prior to use or pre-operative preparation of the device, the surgeons technique or details regarding condition of the tissue to close the incision a root cause cannot be determined at this time. In vivo studies demonstrate that quill¿ monoderm¿ device retains approximately 42%-62% of its original strength 7 days post implantation and approximately 27%-47% of its original tensile strength at 14 days post implantation. Absorption of quill¿ monoderm¿ device is essentially complete between 90 and 120 days. Indications quill¿ monoderm¿ device is indicated. Adverse events including wound dehiscence and reactions are common risks/complications of any surgical procedure. There are many causes that can result in the wound opening, sutures failing or reaction, infection, abscess/leakage during or post-operative a procedure: the patient¿s health status, poor skin quality, thin skin; the risk is higher with a patient with a weak immune system, malnutrition or chronic medical condition. The surgical procedure ¿ the risk increases with poor surgical techniques such as improper suturing, over-tightened sutures or inappropriate type of suture used for a particular procedure. Other factors - the risk is greater with smoking, obesity, premature post-surgery exercise and heavy lifting. In people with thalassemia, the bone marrow does not produce enough healthy hemoglobin or red blood cells. In some types this leads to a lack of oxygen, resulting in anemia and fatigue. People with mild thalassemia may not require any treatment, but more severe forms will necessitate regular blood transfusions.

Event description:
It was reported that the patient underwent partial nephrectomy surgery on june 3rd. Four (4)days post-op the surgical site was oozing. Follow-up information indicated the surgeon went to an open surgery to reduce bleeding. Monocryl suture was used for the renal wound base suture, after two layers were sutured and then double sutured with monocryl in the outer layer. Ureteral bleeding occurred 4-5 days postoperatively. After interventional therapy, the patient was in good condition and had been discharged from the hospital.